Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h6, h11. Complaint can be confirmed through the returned product analysis. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (pouch). Sterility has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A complaint history search was not performed as the packaging design has been remediated as part of a corrective action. These packaging changes will reduce the number of transit related packaging damage events. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the circulated items were inspected, and it was identified that the sterile packaging was damaged. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified creasing and tearing on the pouches at the pre-tear. No other damage was noted during visual evaluation. Sterility has been compromised. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Review of the complaint history identified similar complaints for the reported item and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.